Manufacturer narrative:
Date sent: 7/5/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during lap gastric bypass procedure, the blade tip broke off. The blade was located on the scrub table. A new device was used to complete the case. No pt consequences were reported.